Event description:
Customer received false positive hcg-beta results for about 20 patient samples. The following 17 patient examples were provided. Samples collected in 7 ml pst sample tubes. All repeat hcg-beta results of 0.100 iu per l were accompanied by a data flag alerting the user the result was under the technical limit of the assay. Initial result run from original sample tube gave 69.79; repeat run from an aliquot of original sample tube gave 723.9 iu per l. Sample 3 was repeated twice on other modular analyzer, first repeat run from original sample tube gave 0.100 and second repeat run from aliquot gave 0.100 iu per l. Next day the sample was repeated twice on this modular; first repeat run from aliquot gave 25.98 iu per l and second repeat run from original sample tube gave 0.100 iu per l. Erroneous results were not reported for this patient. The field service engineer found the cause to be worn pinch tubing. He replaced pinch tubing on both modular analyzers at this site, verified surface of measuring cells were clean and checked for leaks inside measuring chamber. To verify analyzer performance, a tsh test and 1 level of control was run with no issues found. No further complaints have been received by customer.

Event description:
Customer received false positive hcg-beta results for about 20 patient samples. The following 17 patient examples were provided. Samples collected in 7 ml pst sample tubes. All repeat hcg-beta results of 0.100 iu per l were accompanied by a data flag alerting the user the result was under the technical limit of the assay. Sample 1, initial result gave 57.67; repeat gave 0.100 iu per l. Sample run on other modular analyzer at customer site gave 0.100 iu per l. Next day, sample was run on this modular giving 0.100 iu per l. Sample 2, initial result gave 477.4; repeat gave 18.57. Sample run on other modular giving 0.100 iu per l. Next day, sample was run on this modular giving 0.100 iu per l. All repeat testing for samples 4 through 17 was performed on (B)(6)-2009. Sample 4, initial gave 20.66; repeat gave 13.09 iu per l. Sample 5, initial gave 20.36; repeat gave 0.276 iu per l. Sample 6, initial gave 3.29; repeat gave 0.100 iu per l. Sample 7, initial gave 27.11; repeat gave 0.563 iu per l. Sample 8, initial gave 2.23; repeat gave 0.100 iu per l. Sample 9, initial 293.5; repeat gave 0.100 iu per l. Initial results for samples 10 through 17 were reported. Sample 10, initial gave 139; repeat less than 1 iu per l. Sample 11, initial gave 366; repeat 226 iu per l. Sample 12, initial gave 41; repeat less than 1 iu per l. Sample 13, initial gave 7, repeat less than 1 iu per l. Sample 14, initial gave 20; repeat less than 1 iu per l. Sample 15, initial gave 17; repeat less than 1 iu per l. Sample 16, initial gave 16; repeat gave 7 iu per l. Sample 17, initial gave 7; repeat gave less than 1 iu per l. Corrected reports were issued with repeat hcg results for samples 10 through 17. No information provided if erroneous results were reported for the other patient samples or if patients were adversely affected. The field service engineer found the cause to be worn pinch tubing. He replaced pinch tubing on both modular analyzers at this site, verified surface of measuring cells were clean and checked for leaks inside measuring chamber. To verify analyzer performance, a tsh test and 1 level of control was run with no issues found. No further complaints have been received by customer.